Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was a small leak or possibly a crack where the cassette was attached to the pump. The area had dried chemo on it. They cleaned the pump but would still like to have it serviced just in case it was not a cassette issue. When they came in, the cassette was empty, but there was air in the tubing, except for the last 4-5 inches. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. Associated cassette complaint documented on (B)(4).